Manufacturer narrative:
Initial reporter¿s phone number extension: ext. (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the contacts for battery devices in all bays were burnt; and the unit failed finish test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery, it was observed that the universal battery charger device was not charging. There were no delays in the surgical procedure as an identical spare device was available for use. There was no patient involvement reported. There were no injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.